Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The insulin pump was dropped on the floor. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip. Unable to perform testing for the blood glucose meter due to the unresponsive buttons.